Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.50 x 16 synergy¿ drug-eluting stent, the stent came off the balloon together with the stylet and remained in the packaging hoop. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis on a mandrel with the stent protector and without the stent delivery system (sds). A visual examination of the stent found the stent damaged across its entire profile with struts bunched and overlapping. As the delivery system was not returned with the stent, analysis on the balloon crimp markings cannot be completed. The mandrel returned was severely bent at 101mm distal to the proximal end of the mandrel. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.50 x 16 synergy¿ drug-eluting stent, the stent came off the balloon together with the stylet and remained in the packaging hoop. The procedure was completed with another of the same device. No patient complications were reported.